Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple patients were not appearing on the station. A technical support specialist found that the patients' unit was not associated with the station's area and issue was related to some cerner/network work completed a month before. The customer later identified that the issue originated from the other cerner system, where the wrong unit had been assigned to the patients' profiles and gave permission to close the case.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system patients did not appear on available patients list. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.